Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf e1308 captures the reportable event of urinary frequency. Imdrf e1720 captures the reportable event of irritation.

Event description:
It was reported that the percuflex plus ureteral stent was successfully implanted. Post procedure, approximately after 8 days, the patient experienced bladder irritation with frequent urination. Computed tomography scan examination revealed that the stent catheter had fallen off. The procedure was completed using another of the same stent to replace the previously implanted stent. No further patient complications were noted.

Event description:
It was reported that the percuflex plus ureteral stent was successfully implanted. Post procedure, approximately after 8 days, the patient experienced bladder irritation with frequent urination. Computed tomography scan examination revealed that the stent catheter had fallen off. The procedure was completed using another of the same stent to replace the previously implanted stent. No further patient complications were noted.

Manufacturer narrative:
Block e1: (B)(6) hospital, (B)(6). Block g2: report source updated to foreign and health professional. Block h2: intitial reporter's first name and initial reporter's last name corrected. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf e1308 captures the reportable event of urinary frequency. Imdrf e1720 captures the reportable event of irritation.